Event description:
It was reported this right ventricular (rv) lead exhibited an increase in threshold measurements and a pacing impedance measurement of 1782 ohms (within range) on the cardiac resynchronization therapy defibrillator (crt-d). The health care professional (hcp) consulted technical services (ts) asking why there was no rv intrinsic measurement, even though the patient has an underlying rate. Ts advised the programming choice appears to be delivering rv pacing even if the intrinsic beat is sensed, this is causing the intrinsic amplitude test to be unable to perform the measurement. Ts provided troubleshooting and device optimization recommendations. No further assistance was requested at this time. No adverse patient effects were reported. This rv lead and device remain in service.